Manufacturer narrative:
(B)(4). G2- foreign - south africa. Visual examination / product evaluation verified the driver tip is broken; disposition of the driver is scrap. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Per the evaluating dqe, the root cause or probable root cause is the driver was placed under excessive torque. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an ankle fusion procedure using a left anterior plate, the driver tip broke off in the head of a talar screw during final hand-tightening after placement of the crossing screw. The driver debris remained within the screw head but did not interfere with screw seating, and the screw itself was not damaged. The broken driver tip could not be retrieved. The procedure was completed with a delay of less than 30 minutes and no harm as a result. Attempts have been made and no further information has been provided.